Manufacturer narrative:
Submit date: 9/27/2018. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the unit has a damaged case. Upon triage at the service center, the service technician discovered thermal damage due to a short in the control board.

Manufacturer narrative:
An evaluation of the scd700 pump was performed. A functional test and visual inspection were completed, and it was confirmed that the unit had thermal damage on both the power supply and control boards due to a short between the syspower and 6v voltages on the control board. The boards and the button overlay were replaced. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.